Event description:
It was reported that during a sleeve gastrectomy procedure, the blade and the clips of the device containing a black reload locked. The device was re-opened with the button 'reverse' and only then the surgeon noted a deformation of the jaw in which passes the knife. The surgeon had not noted this deformation before the intervention. The procedure was carried out and finished by using a same like device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Damaged anvil the analysis found that one pse60a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. An ecr60t cartridge reload was received loaded on the device. The cartridge reload was received partially fired 2/3. No further functional test could be performed due to the condition of the anvil. The batch record was reviewed and no anomalies were noted during the manufacturing process.